Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x41 alarm had been generated during second prime, indicating that the safety sensor maximum summed error was exceeded. This alarm prevented the pod from completing the activation process. Abnormal rotational sensor data readings contributed to the 0x41 alarm. Rerun of the pod replicated the rotational sensor data abnormalities. Inspection of the commutator cap found evidence of contamination. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended. The needle was not found to have deployed early as the pod was received in the not deployed state.